Event description:
It was reported that a spectrum pump powered off without user input during programming /set up in the 'step down' department.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The reported problem 'pump turn off' could not be confirmed through the event history log (ehl) review or reproduced during evaluation. The event history log (ehl) review was performed and revealed multiple events of "improper shutdown!". An "improper shutdown!" Message indicates that all power was lost from the pump however the log cannot be used to determine if the power was manually disconnected or the shutdown without user input.a service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.